Event description:
It was reported the customer had an occlusion with their reservoirs. Customer stated they were unable to fill their reservoir with insulin. It was also found the customer was unable push inulin through the reservoir with a plunger. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.